Manufacturer narrative:
Results: bd received a sample from the customer in support of this complaint. The failure mode was observed in the sample provided by the customer. The batch record was also reviewed no abnormalities were noted in the incoming material, assembly, or packaging processes. Although the septum was returned to the factory, the subassembly was not, and as a result the investigator was unable to finalize the root cause. Conclusion: in conclusion, because the catheter subassembly was not returned. So suzhou plant can't finalize the root cause for septum leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd pegasus prn when using the pegasus with an indwelling needle the nurse had blood spill from the end of the needle hub after the needle was withdrawn. Blood dripped on the hands of the patient and the nurse. There was no further report of injury or medical intervention